Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had sensing and threshold problems. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed; no anomalies were found. The analyst commented that there was blood on the proximal conductor of the lead and it was not obstructed, the distal low voltage electrode of the lead was covered in blood, the helix of the lead was extrinsically bent, the outer insulation of the lead was extrinsically breached due to a cut and the outer insulation of the lead developed a cosmetic depression while in vivo. Visual summary analysis of the lead indicated apparent explant damage. Additionally, the lead was returned with the helix bent; the bent helix is likely due to explant damage.